Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Matthieu ollivier, et al. ¿use of porous tantalum components in paprosky two and three acetabular revision. A minimum five-year follow-up of fifty one hips.¿ (B)(4).

Event description:
It was reported in a journal article that a patient underwent reoperation due to a hematoma. No components were revised and patient outcome is unknown.